Manufacturer narrative:
Analysis results were not available as of the date of this report due to the legal status of this event. A follow-up report will be submitted if analysis is completed. All previously reported method and results codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and another source regarding a patient who was receiving 10mg/ml morphine at 3.6mg/day via an implantable infusion pump for failed back surgery syndrome. It was reported that the patient's pump stalled on (B)(6) 2019 and recovered on (B)(6) 2019. The patient was at home when the motor stall occurred so all electromagnetic interference was ruled out. The patient went through withdrawal. The patient was in the hospital and the pump was replaced. The pump would be returned for analysis. The patient was put on oxycodone and ketamine spray. The pump was programmed to minimum rate. The pump was audibly alarming and would be silenced before returning to the manufacturer. No further complications were reported.